Manufacturer narrative:
Records indicated that the implant met the specifications and were approved fro product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement / pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and / or the lack of osseointegration. The patient's bone condition, oral hygiene, or behavior may have also contributed the failure of the implant. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
X-rays reported to show signs of bone loss. Mobility was listed as the cause of the implant failure. Patient was a smoker and had poor hygiene. Bone quality at time of implant failure was type I.